Event description:
Won't trigger. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).